Event description:
It was reported that the balloon was fractured. The chronic totally occluded target lesion was located in the right coronary artery. A stingray balloon catheter was selected for use with a stingray guidewire. During the procedure, it was noted that the balloon was fractured and the guidewire could not exit the device. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.